Event description:
A customer obtained erroneously high controls with actin fs lot 527263. Erroneously prolonged aptt test results have been observed with abnormal citrol controls and pt samples. There were no adverse health consequences to the pt; treatment was not prescribed or altered based on the erroneously high controls. (Note: customer unable to provide date of event).